Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, six months post implantation of a 26mm sapien 3 ultra valve, the patient was noted to have moderate-severe paravalvular leak on echo. After 11 months, the patient underwent a valve-in-valve procedure with a 26mm sapien 3 ultra valve. The implant was successful.

Manufacturer narrative:
The device was not returned for evaluation as it remains implanted. The complaint for paravalvular leak was unable to be confirmed due to unavailability of relevant imagery/medical records. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Due to limited information, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.